Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint: the user said that the alarm: 'obstructed' was on the screen and they decided to retire the device, turn it off and use a backup c6. When I went to check the unit, it does not start. It takes a lot of time iniciating the unit and finally starts alarming with a red light.